Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill sleeve was used for a femoral trochanteric fracture case. The guide wirer was inserted into the drill sleeve but it did not advance over the proximal femoral nail antirotation (pfna). The surgeon repeated to insertion and removal of the guide wire several times, but the guide wire was stuck at the pfna and could not be inserted into the femoral head. Therefore the surgeon removed the guide wire and released the sleeve assembly from the aiming arm. After washing the drill sleeve, it is found that the tip of the drill sleeve was deformed. The shape of the tip became elliptical and the guide wire did not go through the hole. Tip was reshaped by inserting the trocar and using pliers until the guide wire passed through. The operation was extended fifteen minutes due to this incident, but there was no adverse consequence to the patient. There is possible residue in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date returned to manufacturer. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the tip of the sleeve was badly damaged and the entire sleeve showed signs of wear and tear. The returned article was investigated. This type of damage was caused by repeated handling and impact off bone or another hard surface. Further investigation showed conformity of the article to specification. No apparent fault of material or manufacturing was detected. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.